Event description:
It was reported that markerband visibility issues occurred. It was noted by the physician, that on several occasions the apex product did not perform as well as the maverick products. In particular, the physician feels that the radiopaque markerbands are difficult to see, the device does not "track" well in calcified lesions, it is difficult to perform kissing balloon techniques and is difficult to pass the balloon simultaneously through a guide catheter. The physician used a maverick balloon to finish the procedures. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.